Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified overweight, opening curved and creases flat. A visual and microscopic analysis was performed which identified striated openings on posterior. Based on the device analysis the final assessment is striated openings on posterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.